Event description:
It was reported to boston scientific corporation on september 11, 2008 that a rx ball tip cannula was used during an endoscopic retrograde cholangio-pancreatography (ercp) procedure. According to the complainant, "the device had a leak 10 inches from the tip of the cannula, which was noticed while the device was being flushed with contrast dye." Reportedly, the physician completed the procedure with another rx ball tip cannula device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.